Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump vibrate feature does not work and did not vibrate to remind customer to calibrate. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that pump also did not vibrate during the vibrate self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a loud noise during vibrating; the loud vibrating due to adhesive not adhering however, the vibrator functioned properly. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.